Event description:
It was reported the io was placed into the patient's right humeral head in the emergency department. An rn from the emergency department reported the io worked. A central line was placed in the operating room. The physician instructed the resident to remove the io needle since they had great access. He placed a 10cc syringe on the io needle, gently rotated the syringe, meeting no resistance, and pulled it out. At which time, they found the needle cannula was broken off in the patient. Ortho was notified about the needle remnant since they would be addressing the gun shot injury the next day. On (B)(6) 2015, the physician stated they have not removed the remnants of the needle and confirmed on an MRI that it is still in place in the patient's right humeral head. They do not know if there was a delay in treatment. No patient death or complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.